Manufacturer narrative:
Device received with minor scratched display window. Device received motor error alarm during rewind due to corroded motor home switch. Unable to verify low battery alert, rewind anomaly and no delivery/occlusion alarm due to motor error alarm during rewind. No missing segments/partial display during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump had some streaks on the right hand side of the screen. They had to rewind the insulin pump more than one time when changing supplies out. Customer's blood glucose level was 220 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.